Event description:
It was reported that during a percutaneous coronary intervention (pci), balloon had a pinhole.the eccentric de novo lesion was located in the distal left circumflex artery (lcx). The 15mm x 1.50mm apex push monorail was used to pre-dilate the lesion but the balloon failed to inflate even at 6atm and a pinhole was noted. The procedure was successfully completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the midshaft found that the shaft was kinked at 7cm distal to its proximal edge. The device was attached to an encore inflation unit and a pinhole leak was noted in the balloon over the proximal edge of the markerband. A microscopic examination of the balloon material and of the markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is the same case as MDR ID# 2134265-212-05480.